Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. It was reported the versapoint ii handle broke inside the patient being necessary to open another clamp. Provide the following: when you say the electrode handle broke do you mean that the electrode did not have any power and was not able to cut or coagulate the tissue or did the tip of the electrode break off while inside the patient's cavity? If the tip of the device broke off inside the patient's cavity was the piece that broke off retrieved? Confirm no patient consequences? Confirm procedure completed with a new electrode? Confirm that the device was disposed of and is not available for return/or analysis?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2018 and the electrosurgical device was used. During use in the patient, the handle broke inside the patient being necessary to open another clamp. Additional information has been requested.